Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient's mother reported that the patient was feeling low and had a car accident. Patient was not wearing the continuous glucose monitoring system at the time of the event. No medical intervention was sought. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.